Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. Noise reversion occurred due to the noise over-sensing. The sensitivity of the rv lead was increased to address the issue and will continue to be monitored. No patient symptoms or consequences were reported.